Event description:
Device #1 malfunction: cuff miss. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, when the needle plunger was removed, a needle tip did not capture a cuff. The device was removed and a second and third proglide was used with the same results. A fourth proglide was used to achieve hemostasis. There were no reported patient adverse effects. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information. Device #2 proglide, part # 12673-03, lot # 71019-6h, is being filed under a separate manufacturer report number. Device #3 proglide, part # 12673-03, lot # 71019-6h, is being filed under a separate manufacturer report number.